Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter alleged a hyperglycemia event associated with a cartridge. The reporter stated the pump gave a ¿loss of prime¿ warning 3 times on (B)(6) 2018. Reporter stated she did not respond promptly to these warnings, resulting in an elevation in blood glucose levels. Reporter allegedly went to the hospital on (B)(6) 2018 for treatment of a blood glucose of 535 mg/dl with nausea, dehydration, extreme thirst, confusion, vomiting, drowsiness, rapid, deep breathing, shortness of breath, muscle aches and confusion. Troubleshooting determined that the patient was taken off pump therapy and placed on humalog via injections at the hospital. Further troubleshooting determined that there was no malfunction or defect; rather, use error was the contributing factor for the ¿loss of prime¿ warnings. It was noted that the patient did not respond to the warnings in a timely manner, the cartridges were being used longer than 2 to 3 days, the patient was not cycling the plunger of the cartridge and was filing the cartridge with cold insulin (against advice in the instructions for use). This complaint is being reported for alleged hyperglycemia associated with the cartridge use for which it was determined that patient use error was a contributing factor.